Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 349 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 396 mg/dl. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.